Event description:
It was reported that during a post-op check, multiple episodes of inappropriate non sustained lead noise due to cross talk were observed. The cross talk occurred after the atrial pace event. Chest x-ray showed that the leads were far from each other. Reprogramming changes were made. The patient will be monitored. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.